Event description:
Consumer reports being uncomfortable using the meter because of smoe strange readings. Analysis run on clark error grid using mean avg. Reading (188) as ref. Point vs. Bd readings (51, 257, 258) yielded readings in the "e" range of the grid, outside acceptable limits.